Event description:
Allegedly via follow-up, the patient's issues were determined to not be device related.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's lead was explanted due to recurring swelling at the lead site. Swelling related to the patient's lead site was also previously report under MFR. Report#: 1627487-2013-13762 and 1627487-2013-13763. Swelling at the lead site resolved following the explant procedure. Note: date of explant is unknown.